Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
Review of the data log confirmed the intermittent out of range. Data was received (B)(4) 2013. The reported device was not returned; however, a receiver (sn (B)(4), mfg date: 02/01/2013) was returned for evaluation and there was no issue detected.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.